Event description:
It was reported that a health care professional questioned "the battery longevity as he feels that it lasted too short a time (12 months) in comparison to the patients itrel which lasted 7 years." Reported parameter settings went from 6-8 hrs per day for the itrel to 24 hrs per day for the versitrel; the other settings for the versitrel were as follows 8.3 volts (amp), 450usec (pulse width) and 100 hz (rate). A new battery was implanted.

Manufacturer narrative:
(B)(4): analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.